Event description:
(B)(6) - vista registry (B)(6). It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was implanted in the patient. No calcification extending beneath the aortic annular plane. Post procedure, the patient developed heart block and was put on monitor. The patient is stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported unexpected medical intervention was as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the length of the membranous septum was 9.9mm and the final non-coronary cusp implant depth was 5.8mm. Prior to deployment, the inflow edge of the constrained valve frame was not aligned at the base of the non-coronary cusp. The patient did not have a prolonged hospital stay for monitoring of rhythm as the left bundle branch block was transitory.